Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, extensive adhesions, and nerve damage. No additional information was provided.